Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 48 cm proximal to the lead tip. The distal and medial fragment were received for analysis. The proximal fragment was not returned. An extraction aid was found on the medial fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found damaged approximately 10 cm, between 18 and 18.5 cm and between 29 and 33 cm distal to the is4 connector pin. These damages most likely occurred during the extraction procedure due to surgical tools. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to possible fracture. No adverse patient events were reported. Should additional information become available, this file will be updated.